Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.75 x 32 synergy drug-eluting stent was advanced for treatment but was unable to cross the lesion due to resistance. The device was removed and it was noted that the distal end of the stent struts were lifted. The procedure was completed with 2.75x38mm and 3.0x38mm stents. There were no patient complications reported and the patient condition was stable.